Event description:
An emergency ultrasound-guided intra-aortic balloon pump (iabp) insertion was performed the procedure was successful after implantation, a blood pressure sensor was connected, followed by connection to the iabp pump after zero calibration, the iabp pump was activated however, immediately upon the start of counterpulsation, the blood was observed flowing out of the helium pathway. The counterpulsation was immediately stopped, and the catheter was promptly removedit was reported ". The iab catheter was removed and not replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample 18f24m0029. Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sam-ple was returned in a cardboard box and was in a ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The central lumen was noted bent at approximately 5.4cm from the distal tip. The outer lumen was noted damaged, consistent with being buckled at approximately 27cm to 34cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0061in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the iabc outer lumen at the locations of the previously noted damaged outer lumen. It could not be confidently determined how the damage occurred to the iab outer lumen. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 5.4cm from the distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifi-cations prior to release. The reported complaint "the blood was observed flowing out of the helium pathway" is confirmed. During the investigation, the outer lumen was noted damaged, and leaks were noted resulting from the damaged outer lumen which caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged outer lumen. The root cause of the outer lumen leak is undetermined; a potential root cause is customer handling. No further action is required at this time. This will be monitored for any developing trends.

Event description:
An emergency ultrasound-guided intra-aortic balloon pump (iabp) insertion was performed the procedure was successful after implantation, a blood pressure sensor was connected, followed by connection to the iabp pump after zero calibration, the iabp pump was activated however, immediately upon the start of counterpulsation, the blood was observed flowing out of the helium pathway. The counterpulsation was immediately stopped, and the catheter was promptly removedit was reported ". The iab catheter was removed and not replaced.